Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the leak sensor error by attempting a daily startup. The fse was unable to confirm the touchscreen issues. The reported error was resolved by replacing the wash supply line for the bf probe as a precaution, drying the well of the leak sensor, and verifying the alignment of the wash probe. The instrument was validated by performing quality control (qc). The results passed and were within customer ranges. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review for serial number (B)(4) from 06jun2021 through aware date of 06jul2021 was performed for similar complaints. There were 2 similar complaints identified during the search period including this event. The aia-360 operator's manual under chapter 7- list of error messages states the following: error message: leak sensor s701 detected. Description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported event was due failure of wash probe.

Event description:
Customer reported a leak sensor error and that the display is non-responsive. Customer indicated that they had the same issue recently that had required an onsite service due to the display issue. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.